Event description:
Performing back-to-back tests, using the suspect device, with results of 387 mg/dl, 224 mg/dl, and 131 mg/dl. Based on the erratic results, pt reportedly sought treatment at a clinic pt indicated that the clinic neither tested his blood lgucose nor provided any treatment. Pt's current condition: "fine." Quality control testing has not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.